Event description:
Approx one month after deep brain stimulator implant, the battery voltage measured 3.71 volts. Group impedance was 445 ohms and the amperage was 95 microamperes. Four months after device implant, the pt experienced a loss of symptom control and a return of tremor. The pt was seen in clinic 2 weeks later. An end-of-service message was noted when the deep brain stimulator was interrogated. The battery longevity estimate was 25 months given device usage to that point. Bipolar electrode pair 0-1 had an impedance of less than 50 ohms and a current of 148 microamperes. Bipolar electrode impedances were greater than 4000 ohms on all combinations involving electrode 3. The pt hadn't experienced burning or shocking. The neurostimulator was replaced.

Manufacturer narrative:
The deep brain stimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent, when the analysis is complete.